Event description:
The patient's system was explanted due to a meningitis infection. The patient's doctor reported that the infection was not device related but possibly due to the patient's pre-existing pulmonary edema. The patient was treated with intravenous antibiotics.

Manufacturer narrative:
Additional suspect device components involved in the event: model # - sc-2208-50. Description - linear st percutaneous lead, 50cm. Model # - sc-3138-25. Description - sc lead ext. - 8 contacts, 25cm. The explanted devices were discarded by the medical facility, therefore, they will not be returned for evaluation.